Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to any fresenius product or device. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
The contact for a peritoneal dialysis (pd) patient reported that the patient was hospitalized after vomiting due to the use of delflex 1.5% destrose solution. It was alleged that the patient was having an allergic reaction to the delflex. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the hospital with symptoms of nausea, vomiting, and abdominal pain after utilizing the delflex 1.5% solution for one week. The patient was evaluated which included a computed tomography (CT) scan. The patient did not have peritonitis, an infection, fluid overload, or any other issue. The cause of the patient symptoms was not confirmed to be the delflex solution and currently remains unknown. The patient was discharged on ( B)(6) 2022. They refused to continue pd therapy utilizing the delflex solution. On (B)(6) 2022, the patient was switched to baxter products and is completing manual exchanges at this time while being monitored for any type of reaction. There was no indication that a sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The contact for a peritoneal dialysis (pd) patient reported that the patient was hospitalized after vomiting due to the use of delflex 1.5% destrose solution. It was alleged that the patient was having an allergic reaction to the delflex. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the hospital with symptoms of nausea, vomiting, and abdominal pain after utilizing the delflex 1.5% solution for one week. The patient was evaluated which included a computed tomography (CT) scan. The patient did not have peritonitis, an infection, fluid overload, or any other issue. The cause of the patient symptoms was not confirmed to be the delflex solution and currently remains unknown. The patient was discharged on (B)(6) 2022. They refused to continue pd therapy utilizing the delflex solution. On (B)(6) 2022, the patient was switched to baxter products and is completing manual exchanges at this time while being monitored for any type of reaction. There was no indication that a sample was available to be returned for evaluation.